Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of blood/body fluid in the lumen. A guidewire was successfully passed through the lead without difficulty. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, a guidewire was unable to be passed through the lead. The lead was attempted, but not implanted. Another lead was successfully implanted. No adverse patient effects were reported.